Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, battery tube threads, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 170 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.